Manufacturer narrative:
The investigation has determined that a lower than expected vitros tsh result was obtained from a patient sample when tested on a vitros 5600 integrated system using reagent lot 6220 when compared to a result obtained from a non-vitros roche system. A definitive assignable cause could not be determined for the lower than expected patient sample result. Based on historical quality control results, a vitros tsh lot 6220 performance issue is not a likely contributor to the event and there was no indication the vitros tsh reagent in use or the vitros 5600 integrated system malfunctioned in any way. However, an instrument issue cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer at the time of the event. A possible cause for the lower than expected vitros tsh patient sample result is an unknown sample specific interferent present in the patient sample itself. However, the customer failed to provide when requested, any additional testing results using appropriate blocking tubes. Therefore, the presence of an unknown sample interferent causing the lower than expected vitros tsh result cannot be completely ruled out. Additionally, the tsc established that patient 1 was in receipt of medications for vitamin deficiency and acne conditions and the medications or their metabolites cannot be ruled out as a potential cause for the lower than expected result for that patient. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6220.

Event description:
A distributor contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) on behalf of a customer to report lower than expected tsh patient sample results obtained from one patient using vitros immunodiagnostic products tsh reagent on a vitros 5600 integrated system when compared to tsh results obtained using a non-vitros roche system at another site. Patient 1 result of 0.45 miu/l versus the expected result of 0.75 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh result was not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).